Manufacturer narrative:
Bd had not received samples, but one photograph was provided by the customer facility for investigation. The photograph showed the reported defect. Retention samples were visually inspected with no defects. A review of the manufacturing records was completed for the incident lot and no issues were identified. Visual inspection of retention samples did not identify defects. Conclusion: an absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that after inverting a bd vacutainer® plus plastic whole blood tube,bd hemogard¿, the caregiver noticed blood pooling under the cap and running down the side of the tube. No serious injury or medical intervention was reported.